Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had problems ever since the afternoon of their implant procedure when they had a fluttering in their chest. The patient also reportedly experienced dizziness and shortness of breath and could hear a loud heart beat. This was confirmed to be diaphragmatic stimulation from the left ventricular (lv) lead, which was occurring in all vectors. The lead was reportedly adjusted which made the stimulation worse. The lead was ultimately turned off and remains in the patient. The patient has been seen by multiple electrophysiologists who all report that the patient has been optimized. No further patient complications have been reported as a result of this event.